Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The complaint regarding a black wire is cut on the wire tip was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a cut in the black rubber at the wire tip. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown whether instrument damage was first noticed during surgery (intraoperatively) or upon removal from the patient. No information is available about what procedure was being performed when the issue was identified. The specific nature of the damage, such as physical, electrical, or wear-related issues, is not documented. It is unclear whether the damage to the cable led to any loss of cautery (i.e., inability to cut/coagulate tissue). There is no documentation of any thermal damage (such as tissue burns or charring) near the site of insulation damage. No records clarify if the procedure was completed using the same instrument or if a backup instrument was required. It is unknown if any fragments from the damaged instrument fell inside the patient¿s body.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.